Event description:
The ascent balloon would not deflate while being prepped on back table.

Manufacturer narrative:
(B)(6). Complaint conclusion: the complaint could not be confirmed. As received for analysis, the unit was deflated. Once decontaminated, the visual inspection showed no defects along the outer surface of the catheter. The balloon was intact. The catheter was inflated and deflated on the bench without issues three times. No obstruction in the inflation lumen was noticed. The deflation times recorded in the laboratory were within the approximate deflation times detailed in the ascent balloon instructions for use (IFU). The IFU states that omnipaque can be used at 100% concentration. However, the contrast media was identified in the complaint report as 50/50 omnipaque/nacl. This mixture lowers the viscosity of the solution, making it even more unlikely to produce a long deflation time as stated in the complaint. Based on this analysis, it is not possible to determine the root cause of this complaint. Since there were no manufacturing related issues found, no corrective actions will be taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.